Manufacturer narrative:
The field service rep determined there was a sample probe clot and cleaned the sample probe. He also replaced the syringe seals, cleaned valve 8 on ins1, cleaned the vacuum vessel, put on new cartridges, adjusted the sample probe, primed the ise and performed an air purge. He ran an ise check, calibration, qc and a precision to verify the analyzer performance with all results within specification. On a subsequent visit, he determined the syringe valve was dirty and disassembled the sample syringe, cleaned the valve, put a new seal on the sample probe, primed the system and performed air purges. He ran precision, calibration and qc to verify the analyzer performance with all results within specification.

Event description:
The user received erratic ise results for four pt samples that were discovered when the initial result failed a delta check. All results are in mmol per l. All repeat testing was performed the same day on the modular core analyzer (B) (4). Sample 1: initial sodium result was 100, repeat result was 133; initial potassium result was 3.1, repeat result was 4.2. Sample 2: initial sodium result was 96, repeat result was 147; initial potassium result was 2.6, repeat result was 3.8. Sample 3: initial sodium result was 105, repeat result was 135; initial potassium result was 3.0, repeat result was 3.8. Sample 4: initial sodium result was 101, repeat result was 135; initial potassium result was 2.7, repeat result was 3.6. There was no treatment administered to any of the pts as the original results were not reported.